Event description:
Review of information indicates high rv pacing impedance noted. The lead was replaced. Additional information received on the event indicates pt presented to ER with shock; 3 days later lead replaced.